Manufacturer narrative:
He year is the only known part of manufacture date. We have defaulted to the first of the year

Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix lancing device. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.